Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that pt samples were being run on the architect i2000 processing module and although pt samples were sampled, their status remained pending. An anti-hbc s/co result of 0.1 (non-reactive) was generated for a pt sample that retested at 8.6 s/co (reactive). The customer believes that the cause of this issue is a mis-communication between the non-abbott laboratory automation system (las) and the architect i2000 system control center (scc). A review of the instrument logs found that a "time-out" error occurred near the time of the present issue. There is no impact to pt management reported.